Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that the safe lock adp luer lock connector was leaking where it connects to the bag during treatment. The event date was not specified at intake. Upon follow-up, the patient confirmed that the leak occurred from where the connector attaches to the baxter extraneal solution bag (non-fresenius device). The event date could not be confirmed during follow-up. The patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported events. The patient is trained on manuals and stat drains if needed, and was able to complete treatments by resetting up with new supplies. The connector is not available to be returned to the manufacturer for evaluation because it was discarded.